Event description:
The manufacturer received information alleging that while a patient was connected to a bilevel positive airway pressure (bipap) device, the mask became disconnected from the circuit and the patient became unresponsive and hypoxemic. The patient subsequently required manual resuscitation with an ambu bag to correct the hypoxemia. The mask is not available for investigation. The mask was discarded by the facility. No lot number was provided. The manufacturer is unable to determine if a fault with the mask caused or contributed to the event. This mask is intended to provide an interface for application of CPAP or bi-level therapy to patients. The mask is for single use in the hospital/institutional environment only. The mask is to be used on patients (>40lbs/20kg) for whom CPAP or bi-level therapy has been prescribed. This mask is contraindicated in patients who need life support ventilation, who are taking a prescription drug that may cause vomiting, or on patients that are uncooperative, unresponsive, or unable to remove the mask by themselves. Based on the information available, the manufacturer concludes no further action is necessary